Event description:
It was reported that the customer's infusion sets were occluded. She did not see insulin come out the end of the tubing. The infusion sets appeared bent. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.